Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was running in the safety position and had an unidentified substance leaking from the distal end of the motor. It was further determined that the lock cylinder was damaged causing the device to run in the load position (device was powerbroken). It was also determined that the issue with the lock cylinder is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The device showed signs of damage that is indicative of damage caused by immersion during cleaning which is a failure to follow the directions for use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and sterilization which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the tip of the motor device was leaking. It was not specified what substance was leaking whether it was air or fluid. During in-house engineering evaluation, it was determined that the device ran in safety position and had an unidentified substance leaking from distal end of the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.